Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised. As reported by rep: "patient presented with a dislocated hip. Her hip was reduced and assessed for stability. Hip was determined to be stable, femoral head and mdm component were swapped out [no changes to size or length] as part of surgeon's 'irrigation and debridement' protocol".